Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator (ipg) 2011-(B)(6). (B)(4).

Event description:
It was reported that the pacing percentage indicated on the device is 100% ventricular pacing, although the patient was not paced very much. It was explained that during a follow-up session atrial pacing-ventricular pacing sequences occurred during testing, and since all other sequence counters were zero it appeared ap-vp was 100%. The correct indication of right ventricular pacing percentage is found on the rv histogram data. It was also reported that the device was set to backup vvi55 after a p wave sensing problem. Thedevice is still in use and the right atrial (ra) lead is programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.